Manufacturer narrative:
No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the left ventricular lead exhibited high threshold. The lead was explanted and replaced. The patient was in stable condition post-procedure.